Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Complainant in japan reported the patient was on impella cp support and during support, there was a purge blockage alarm that occurred. The pump stopped after the alarm. It resumed immediately. The pump was explanted the following day. It was noted there was no significant change in purge flow or pressure. The patient survived the event.

Manufacturer narrative:
The investigation of pump stop has been completed. The product was returned and evaluated. There was significant biomaterial found wrapped around the impeller. No other abnormalities were found. Based on the data logs, about an hour after a regular bag change, there was a spike in purge pressure and "purge system blocked" alarm that resolved within a few minutes. About 4 hours later, data logs show a large motor current (mc) spike prior to the "impella stopped - mch" alarms before the pump restarts shortly after. When the pump restarted, the motor current remained higher than expected. The pump continued to run for 12 hours before being successfully weaned and explanted. The root cause of the temporary pump stop was biomaterial since there was significant biomaterial wrapped around the impeller and the data logs indicate ingestion. E4 should have been left blank on the initial manufacturer device report number (B)(4) as it is unknown if the initial reporter also sent the report to the food and drug administration.